Manufacturer narrative:
No patient injury. No patient information was provided. Requested and waiting on this information; lot #, expiration date, UDI and manufacture date. Will be submitted under supplement. The device has not been received for evaluation. 3m is unable to determine the exact location of the leak without the sample. The product's cassette ruptured while manual pressure was being applied to the fluid bag. The product IFU states the following: caution · do not exceed 300 mmhg pressure. Device analysis is pending. End of report.

Event description:
A hospital employee alleged the cassette for a 3m¿ ranger ¿ high flow fluid warming set (model 24370) ruptured and leaked while blood was being administered to a patient in the or. The employee reported the cassette ruptured while manual pressure was being applied to the fluid bag by anesthesia. Further device usage details were not specified. No harmful exposure to blood or injury was alleged.